Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels. Customer's blood glucose level was 27 mmol/l. Customer treated their high blood glucose levels via insulin pump. Troubleshooting was performed. Customer performed the high pressure test, displacement test, self test and the insulin pump passed all testing. Customer was not using auto mode. The insulin pump will not be returned for analysis.